Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited loss of capture and high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture and high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in a retracted position. The visual inspection found dried blood around the helix. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.